Event description:
It was reported that this pacemaker was suspected to have depleted prematurely. It was noted that the device had been programmed ddd and appeared to be in an atrial tachy response (atr) mode switch 100 percent of the time with atrial outputs programmed to 5 volts. Surgical intervention was undertaken. The device was explanted and replaced. At the time of explant, the device showed a battery status of less than three months remaining. No additional adverse patient effects were reported. The return of the device is expected. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker was suspected to have depleted prematurely. It was noted that the device had been programmed ddd and appeared to be in an atrial tachy response (atr) mode switch 100 percent of the time with atrial outputs programmed to 5 volts. Surgical intervention was undertaken. The device was explanted and replaced. At the time of explant, the device showed a battery status of less than three months remaining. No additional adverse patient effects were reported. The return of the device is expected. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.